Event description:
It was reported that the patient had not experienced therapeutic effect. "So far my mom has not had great success with this machine yet. It was working at the doctor's office, but when she gets home it does not work. She went to see the rep last week but he did not adjust the machine." Also, "she had this machine implanted in her body to help relieve the severe pain and so far the adjustments have not been made." The patient "can barely walk." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.